Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - sales rep reported revision. There is no new information that would affect the outcome of the investigation.

Event description:
Litigation papers allege: litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metal debris; elevated ion levels; pain; metallosis; tissue stained with metal debris. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this complaint closed.